Event description:
Pt died suddenly - witnessed. Pt had prizm 2 model 1861 mfg by guidant. It was removed and found to be non-functional due to a mfg defect that is present in all models mfg prior to 4/2002.